Manufacturer narrative:
Correction: 'life threatening' should have been checked instead of 'other'. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable drug infusion pump indicated for spinal pain. No drug information was provided. It was reported the patient had tried numerous times to work with the managing physician on adjusting the pump over the past three years. The patient continued to have a great amount of pain and was on the verge of a nervous breakdown or suicide. The patient was meeting with the physician on (B)(6) 2018. The consumer was requested a representative of the device be present during the meeting as the physician and his staff blamed the device for the patient¿s difficulties. No further patient complications were reported.